Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported during the implant procedure the lead exhibited noise. The lead was not implanted and was replaced. There were no adverse consequences to the patient due to this event.